Manufacturer narrative:
H10: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Customer biomed reported while outside of clinical use the touchscreen was identified to be unresponsive, despite calibration attempts. No reports of patient/user harm or injury. Investigation is ongoing.